Event description:
Complainant alleged the during functional testing, the device would not power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the prod and this complaint is still under investigation.